Event description:
A customer reported a pt had received peribulbar anesthesia in preparation for surgery. The procedure had not yet started when the system displayed a message and locked. The case was canceled. There was no harm to the pt.

Manufacturer narrative:
The facility did not request svc. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for the system. The root cause cannot be determined conclusively. (B)(4).